Event description:
It was reported to medtronic minimed that the customer experienced a stock button message and got three errors, pump error 23, pump error 49, pump error 68 and time clock was not visible on screen. The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported a frozen display. Customer called back after resting pump for 2 hours and replacing battery. Frozen display continued. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No time clock anomaly, frozen display, pump error 23, pump error 49, or pump error 68 noted during testing. However, confirmed the pump alarmed 23 on (B)(6) 2024 17:42:25.000 in the history files. These alerts are expected and occur during normal pump operation. Confirmed pump error 49 on (B)(6) 2024 18:40:05.000 and pump error 68 on (B)(6) 2024 18:40:05.000 ((B)(6)) in the pump history download due to moisture damage to the pcb1 board as per global logic analysis. Intermittent response from all buttons due to moisture damage to keypad traces. No stuck button alarm noted during test or listed in the pump history download. Found moisture damage to motor assembly, pcb1 board during visual inspection. No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed required testing and no time clock anomaly, frozen display, or stuck button alarm noted during testing. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. The pump downloaded history confirmed the pump alarmed pump error 49 and pump error 68 due moisture damage to the pcb1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.